Manufacturer narrative:
Results: 20 samples were returned for evaluation. The tubes were tested for their draw and all fell within the specification limits. The samples were also inspected for cocked stoppers. None of the samples had this defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5175973. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 3.0 ml bd vacutainer® plus plastic pst tube hemogard¿ closure were not filling properly, had caps that were crooked/canted on tubes, no vacuum, and had caps that would come off after filling. No injury or medical intervention reported.